Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting several no prime no delivery alarms occurring when the pump is suspended and then resumed. The patient indicated that the pump would not give a no prime no delivery alarm until attempting to give a bolus. The patient indicated that this has led to not receiving insulin for one hour. This report is made based on the allegation of the pump prime alarm issue.

Manufacturer narrative:
Follow-up #1 (B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed loss of primes associated with cartridge reloads. The pump performed rewind, load, and prime steps with no issues. The pump was opened and there were no force sensor defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.